Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure, because the ipg was implanted too close to the spine. During the procedure, the physician replaced the ipg, because electrocautery had been used. The pocket was relocated, and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.